Manufacturer narrative:
This report is being submitted to include additional and corrected information. The investigation is complete. The root cause of the reported adverse event could not be definitively determined. The device was not returned for evaluation. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that the patient had an alleged dissociation of the resurfacing femur and stem extension and the boss of the resurfacing femur fractured. The patient underwent a revision surgery on (B)(6) 2023 to revise the implants to a compress system, custom adaptor, and distal femur implant. No additional information regarding this event has been reported.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly. The following MDR has been submitted for the same adverse event: 3013450937-2023-00027.

Event description:
It was reported that the patient had an alleged dissociation of the resurfacing femur and stem extension and the stem extension fractured. The patient will be undergoing a revision surgery on (B)(6) 2023. No additional information regarding this event has been reported.